Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/23/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported that the needle that was used to administer the mmr-var the 5/8 for subcutaneous did not inject the vaccine into the patients arm it sprayed the vaccines on myself the nurse, the patient and on the table. The vaccine was therefore not administered and needed to be repeated in the opposite arm with a new needle. Which was the left arm now. It meant a child that was upset and scared needed to be poked an additional time. These needles are not working great and have malfunctioned. The quality of the 5/8 needles are not standing up to what we need to vaccinate safely.